Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that "breakage of the central contact of the articular surface, implanted of the lcck in 1999 on patient having after effects of poliomyelitis."